Event description:
It was reported by the affiliate that the (1) cdh29 was used during a laparoscopic closure of a colostomy procedure. It was reported that the device did not cut and misfired. The surgeon had to suture to complete the case.